Manufacturer narrative:
Analysis of the instrument and instrument data indicates that the cause for the falsely elevated prog results is unknown. However, the pattern of discrepant repeats on two instruments is suggestive of a sample integrity issue. Per the reagent IFU: complete clot formation should take place before centrifugation. Serum or plasma should be physically separated from cells or separator gel as soon as possible with a maximum limit of 24 hours at room temperature from the time of collection. No process errors or result monitor flags occurred to indicate any mechanical issues. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
A discrepant elevated progesterone (prog) result was obtained on a patient sample on the dimension vista instrument. The result was reported to the physician. The sample was later repeated and lower results were obtained and reported. It is unknown if patient treatment was altered or prescribed on the basis of the discrepant elevated progesterone (prog) result. There was no report of adverse health consequences as a result of the discrepant elevated progesterone (prog) result.